Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with transvaginal taping, cystoscopy and laparoscopy diagnostic due to mixed urinary incontinence and chronic pelvic pain. It was reported that following insertion the patient experienced pain, extrusion, exposure, infection, urinary problems, bleeding, dyspareunia, excision, blood loss, transfusions, hospitalization and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2007 due to extrusion, repeated infections and pain.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infections, urinary retention and incontinence.